Manufacturer narrative:
As reported in a research article, patients implanted with a pfo occluder experienced complications of temporary device thrombus, pericardial effusion, stroke, temporary st-elevation, thrombus on the catheter during the operation, bleeding, residual hunt, atrial fibrillation, heart block, device dislocation, and recurrent cve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article titled "recurrent cerebrovascular events in patients after percutaneous closure of patent foramen ovale" that 282 consecutive patients with pfo who were referred underwent pfo closure from october 2006 to march 2014. The devices implanted include amplatzer pfo occluder (153), amplatzer asd occluder (32), amplatzer cribiform occluder (31), solysafe septal occluder (4), gore helex septal occluder (8), gore septal occluder (24), biostar (29), and starflex cardioseal (1). Complications reported include device thrombus (1), pericardial effusion(1), stroke(1), temporary st-elevation(4), thrombus on catheter during operation(4), minor bleeding(5), device dislocation(5), atrial fibrillation (18), heart block(4), residual shunting(64), recurrent cve(9). It was no stated what devices were associated with the reported events and there are no allegations against the abbott devices. No additional information was obtained.